Event description:
Per the clinic, the patient device was placed closer than recommended distance resulting a skin breakdown and skin erosion at incision site. The patient also developed an infection which was treated with oral antibiotics; however, the issue did not resolve. The device was explanted on (B)(6) 2025. Following the surgery, the patient was hospitalised overnight for IV antibiotics treatment. It is unknown if there are plans to reimplant the patient as of the date of this report.